Manufacturer narrative:
The test strips involved with this complaint have been returned and evaluated by lifescan product analysis. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging obtaining inaccurately low control solution results. The reporter claimed obtaining control solution results of ¿102, 100 and 103 mg/dl¿ which fell below the specified control solution range printed on the test strip vial. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.